Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose reached 422 mg/dl. Customer had treated their blood glucose with the insulin pump. It was also found the customer was nauseous and unable to walk from their high blood glucose. Customer also stated their blood glucose quickly declined to 69 mg/dl after treating their high blood glucose. Customer also believed their low blood glucose was caused by over treating for their high. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer had a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.